Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was inquiring about changing the basal rates on their insulin pump. The customer also reported a hospitalization event for her low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 20 mg/dl. The customer's blood glucose was 99 mg/dl at the time of the phone call. The customer also stated she was not in a vehicular accident. She stated her basal rates were set too high, leading her to have low blood glucose. The customer declined to troubleshoot for the insulin pump. No additional information provided.